Event description:
A non healthcare professional reported that, patient was experiencing a vertical glare at night. He stated that the glare mostly comes from oncoming traffic at night and that doctor stated it was a wrinkle in the lens and thought it would improve with time. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).